Manufacturer narrative:
An attempt to reproduce the reported event with minimed mobile app (software version 2.1.0) installed on samsung galaxy s21 (android 12) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced. Upon review of the customer's issue, it was established that minimed mobile app logs were needed to investigate the issue. Helpline was asked to request logs from patient by uploading them in the minimed mobile application. To assist with the issue investigation, we provided the helpline team with the following steps to ensure logs are uploaded and that it is addressed effectively: â¿¢ ensure minimed mobile app is logged into customer's carelink personal account and advise customer to follow steps below: 1. In the minimed mobile pairing process it asks which pump the customer has, select which pump applies. 2. Follow the on screen instructions for pump options. 3. Select upload logs, then upload again to confirm. 4. There is a feature as well to auto upload logs if the customer wants to opt into sending their logs automatically. 5. Check status to confirm diagnostic logs upload was successful. Repeat steps as needed. The helpline has provided us with feedback regarding the outcome and has confirmed the issue has been successfully resolved by the customer. Before logs could be uploaded and analyzed, the customer resolved this issue on their own by factory resetting their mobile device. This fixed the issue allowing the customer to sync data to carelink. The care partner of the patient can also receive data and alerts as expected. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced a loss of communication issue between the minimed mobile app, carelink connectivity app, and product performance data. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the issue was not resolved. The customer will continue the use of the application and it will not be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.